Manufacturer narrative:
No device was returned to olympus for evaluation; however, an olympus endoscopy support specialist (ess) went onsite to observe the user facility's practices in attaching the distal cover to the duodenovideoscope. The ess noted that the the technician did not properly attach the distal cover to the duodenovideoscope. As a result, the ess performed another demonstration on how to properly attached the distal cover to the duodenovideoscope. In addition, the ess provided the user facility staff wall poster for reference, outlining the distal cover application and removal. The ess was informed that the distal cover came off from the tip of the duodenoscopely likely due to improper attachment of the distal cover to the duodenovideoscope. A review of the device history record revealed no issues that could have caused or contributed to the reported issue and was confirmed that the device meet all manufacturing specification and final product release criteria. Although, no specific lot number for the distal cover was provided; however, based on recorded item number it was determined that the subject distal cover belongs to the pre-counter measured device. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed.

Event description:
The user facility reported that the disposable cover came off during an upper esophageal passage when exiting. The distal cover was retrieved and there was no patient injury reported. This report is related to a report with a patient identifier number (B)(6) for the single-use distal cover.